Manufacturer narrative:
The t:slim g4 user guide recommends periodically checking the battery level indicator, charging the pump for a short period of time every day (10 to 15 minutes), and also avoiding frequent full discharges. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose levels (395 mg/dl). Reportedly, the pump battery depleted due to insufficiency battery life, and the customer ran out of insulin. Customer delivered a manual injection to stabilize blood glucose levels.